Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported via rga checklist, the events of "any creases" and "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. Observed crease fold however no is considered workmanship because the device was explanted.

Event description:
Healthcare professional reported left side deflation. Device was explanted.